Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline communication fault alarm. Although a specific cause could not be conclusively determined, evaluation of one of the returned modular cables, confirmed evidence of fluid ingress on the modular cable inline connector pins which could have contributed to the reported alarm. According to the account, fluid was likely introduced while the patient was showering. Furthermore, although no evidence of fluid ingress within the pump cable inline connector was observed during an onsite inspection, the pump cable inline connector was cleaned and the modular cable was exchanged as a precaution. The alarm reportedly resolved and no further issues have been reported at this time. The controller event log file contained events from 02may2022, per the timestamps. A driveline communication fault alarm was active for the entirety of the file. The controller periodic log file contained data from (B)(6) 2022 through (B)(6) 2023, per the timestamps. A driveline communication fault alarm became active on (B)(6) 2023 and remained active for remaining duration of the file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the hm 3 lvas patient handbook, rev. D are currently available. Section 6 of the IFU, "patient care and management", provides instructions on the application of the moisture barrier on the driveline management system which is necessary prior to showering. This section also instructs the user to "never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop.¿ section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also address all system alarms, including the driveline communication fault, as well as the appropriate actions associated with each condition. Section 4 of the patient handbook, entitled ¿living with the heartmate iii¿, instructs the user to ¿never put the driveline, system controller, or any external equipment (such as the mobile power unit, batteries, power cables, or battery clips) into water or liquid. Immersion in water or liquid may cause the pump to stop.¿ section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook entitled, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #'s 2916596-2023-03124 and 2916596-2023-03125.

Manufacturer narrative:
Related MFR #'s 2916596-2022-16123, 2916596-2022-15716, 2916596-2022-16124, 2916596-2023-00157, 2916596-2023-01380. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having driveline communication fault advisory alarms. The log files showed driveline communication fault events on (B)(6)2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.